Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Only the ins was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported it looked like the fall caused damage or movement of the lead. It was reported that the new lead was implanted on the left side. No further information reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) ((B)(4)) revealed no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va0y04j, implanted: (B)(6) 2015, product type lead.

Event description:
Patient reported that leads looked as if it migrated. Patient had fall few months ago and just has not worked the same since. They ran multiple impedance checks both at the clinic and in the operation room. They replaced with new lead on left side (B)(4) and (B)(4) there were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.